Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left superficial femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide felt strange during insertion. Retraction from the vessel was attempted; however, the device did not move at all. Additional attempts were given without success. The guide separated at the footplate. There was vessel damage. Surgery was used to remove the device and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The strange feeling during insertion and entrapment of the device could not be replicated in a testing environment as they were based on operational circumstances. The proglide was used in the left superficial femoral artery. It should be noted that the instructions for use states to not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery since this may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect of tissue damage is a known potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.